Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that measurements on this right atrial (ra) lead were not satisfactory in the days following implant. It was reported that the lead was not capturing and sensing as desired. The physician attempted to reposition the lead surgically but was unsuccessful. After multiple attempts to reposition the lead, the physician was concerned that the helix was not extending or retracting properly. The physician elected to remove this lead and place a new one. No additional adverse patient effects were reported.